Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that there was a low "battery disconnect alarm". She mentioned, that this sound is not as loud as all the sounds at previous controllers before and the patient might not hear it. The controller was replaced with no effect to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since the sound level recorded at 1 meter was 81db. The reading obtained is within the specification limit (79db to 100db). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed during testing; no mechanical or sound issues were found during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.